Manufacturer narrative:
The reported unintended movement clip open-efaa during procedure could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and a cause for the reported unintended movement-clip open efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip did not pass establishing final arm angle (efaa) multiple times while attached to the mitral valve. The clip was removed still attached to the cds and a new cds and clip were used, implanting the new clip and reducing mr to <1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.